Event description:
At the post-implant follow-up, patient presented to the physician with redness, purulent discharge, and pain at the chest incision site. Culture was taken and returned positive for corynebacterium diphtheroids. Physician prescribed antibiotics. Patient presented back to the physician with improvements.